Manufacturer narrative:
The reported event of a led cover that is broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.